Event description:
It was reported that the ilet bionic pancreas generated recurring alert 39 indicating an insulin delivery motor shaft encoder failure that persisted despite a firmware update and multiple restarts, and the device was replaced. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or required medical intervention. Investigation included verification of the alert on the device and functional checks through guided restarts and firmware update. Investigation of this case revealed that the alert recurred at intervals of approximately 20¿30 minutes consistent with a device component malfunction in the insulin delivery mechanism. It was concluded that the device experienced a mechanical encoder failure of the insulin delivery system, and a replacement device was provided.